Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had loose particulate matter. After the customer found particulate matter, they would filter the solution into a new bag using a 5 micron filter. Eventually, the filtrate solution in the new bag still had particulate matter.this issue was identified during set up and preparation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, a single white polymeric appearing elongated particle morphologically consistent with fill port material was observed from the back side of the container inside the fluid path. The reported condition was verified.  By the nature of the sample, no additional testing could be performed. Therefore, the cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.